Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
If implanted; give date: unknown/ not provided. If explanted; give date: unknown/ not provided. The device was not returned for analysis; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.